Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. The insulin pump will not be returned for analysis.